Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated while she was driving, her blood sugar went low that she started driving erratically. It was reported to the police that she was swerving all over the road and speeding up and slowing down. She took an exit off the highway and went through a stop sign and ended up crashing down over a 10-foot wall. The paramedics were called by a witness and when paramedics saw her diabetic bracelet while she was passed out and called her husband. He told them to look for her receiver. They found receiver and it was showing 167 mg/dl. The paramedics took finger stick and the bg meter was 25 mg/dl. The patient was transported to the hospital by ambulance and was released the same day after their blood sugar stabilized. Treatment at the hospital is unknown. At the time of contact, the patient was doing good. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional event or patient information is available.